Manufacturer narrative:
The reported clinical observation was not confirmed as the reported device was not returned. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that was explanted after an implant duration of approximately four (4) years due to stenosis secondary to calcification. The device was replaced with another prosthetic valve. The patient was noted as stable. There were no reported complications. The device will not be returned for evaluations. Edwards was informed regarding a magna ease mitral that required to be explanted due to calcification leading to severe stenosis after an implant duration of 4 years. A non-edwards valve was implanted in replacement. The patient was noted as stable. The explanted valve is not available for evaluation.

Manufacturer narrative:
The device history record (DHR) was not able to be reviewed as the device serial number was not provided.

Event description:
Edwards received information regarding a 27mm pericardial mitral valve that was explanted due to calcification leading to severe stenosis after an implant duration of four years. A non-edwards valve was implanted in replacement. The patient was noted as being in stable condition. The explanted valve was not available for return and evaluation.